Event description:
The customer called to report intermittent button response. The customer also reported that she was hospitalized due to diabetic ketoacidosis. The customer stated that she woke up with nausea and chest pain, and she didn't know that she was experiencing hyperglycemia until she checked her blood glucose levels. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.